Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer's blood glucose level. Customer declined follow up with tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.